Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Upon inspection and testing, the user¿s issue of no image could not be duplicated. However, there is suspicion of insufficient reprocessing. Other incidental observations were, the issue of the charge couple device (ccd) top cover having discoloration/deformation, the cable insulation has expanded, focus ring has rough/stiff rotation.

Event description:
As reported for this issue, during preparation for use for an unknown therapeutic procedure the device yielded no image. There is no patient involvement, and no reported harm or adverse impact to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The reported issue for this device was there was no image. Upon inspection and testing, the user¿s issue of no image could not be duplicated. However, there is suspicion of insufficient reprocessing. Other incidental observations were, the issue of the charge couple device (ccd) top cover having discoloration/deformation, the cable insulation has expanded, focus ring has rough/stiff rotation. It is likely that the no image issue happened from a malfunction of the cable, an unexpected stress on the cable caused the cable to be damaged due to the user's handling, and the image was no longer produced due to poor communication. The durability of the cable may have been reduced due to reprocess deviations from the instruction manual. It is also likely that protector and focus ring of the head section are abnormal due to reprocess deviating from the instruction manual. The instructions for use includes the following statements: do not strike the camera head. The camera head may be damaged. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.